Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ abdominal pain") in a 29-year-old female patient who had essure (batch no. 857592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: seasonique in 2011 and mirena. Past adverse reactions to the above products included adverse drug reaction with mirena. In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced rash ("rash/ skin rash"). On (B)(6) 2012, 1 year 3 months after insertion of essure, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia ("heavy menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. In 2016, the abdominal pain, menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the weight increased, rash and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: satisfactory placement and full occlusion of tubes. On (B)(6) 2011, hysterosalpingogram (hsg), result- total bilateral occlusion. Current weight as of (B)(6) 2018: 220 lbs. Approximate weight at the time of essure placement 187 lbs. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Events abnormal bleeding (menorrhagia), abdominal pain were clubbed with previously reported events. Events vaginal haemorrhage, rash, dyspareunia were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ abdominal pain") in a 29-year-old female patient who had essure (batch no. 857592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal discharge, vaginitis bacterial, vaginal odor, iud removal complication, muscle cramps, discharge, herpes genitalis and varicella. Previously administered products included for prevent pregnancy: seasonique in 2011 and mirena. Past adverse reactions to the above products included menstruation irregular with mirena. Concurrent conditions included emotional problems, irritable, neck pain, chronic back pain, wrist pain, chronic lumbago, whiplash injury, contusion of wrist and pelvic discomfort. In 2011, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced rash ("rash/ skin rash"). On (B)(6) 2012, 1 year 3 months after insertion of essure, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia ("heavy menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. In 2016, the abdominal pain, menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the weight increased, rash and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: satisfactory placement and full occlusion of tubes on (B)(6) 2011, hysterosalpingogram (hsg), result- total bilateral occlusion. On (B)(6) 2016, surgical pathology report: final pathologic diagnosis: uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: bilateral intratubal foreign body material (medical device). Pretubal adhesion formation. Posterior uterine serosa with chronic serositis and foreign body giant cell reaction. Proliferative pattern endometrium with no diagnostic histologic abnormality. Cervix with no diagnostic abnormality. Within the proximal aspects of bilateral fallopian tubes was a thin coiled metallic structure, compatible with intratubal medical device concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/ abdominal pain') in a 28-year-old female patient who had essure (batch no. 857592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginitis bacterial, vaginal odor, iud removal complication, muscle cramps, discharge, herpes genitalis and varicella. On (B)(6) 2016, surgical pathology report: final pathologic diagnosis: uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: bilateral intratubal foreign body material (medical device). Pretubal adhesion formation. Posterior uterine serosa with chronic serositis and foreign body giant cell reaction. Proliferative pattern endometrium with no diagnostic histologic abnormality. Cervix with no diagnostic abnormality. Within the proximal aspects of bilateral fallopian tubes was a thin coiled metallic structure, compatible with intratubal medical device. Previously administered products included for prevent pregnancy: seasonique and mirena from 2007 to january 2011. Past adverse reactions to the above products included menstruation irregular with mirena. Concurrent conditions included emotional problems, irritable, neck pain, chronic back pain, wrist pain, chronic lumbago, whiplash injury, contusion of wrist and pelvic discomfort. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2011 for contraception as well as ibuprofen from 2014 to 2016. In 2011, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced rash ("rash/ skin rash/rash on legs"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"), 1 year 3 months after insertion of essure. In june 2014, the patient experienced menorrhagia ("heavy menstruation/ abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), vaginal bleeding ("abnormal bleeding (vaginal)") and allergy to metals ("nickel jewelry"). The patient was hospitalized from (B)(6) 2016. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. In 2016, the abdominal pain, menorrhagia and vaginal bleeding had resolved. At the time of the report, the pelvic pain, rash, dyspareunia and vaginal haemorrhage had resolved and the weight increased and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dyspareunia, menorrhagia, pelvic pain, rash, vaginal haemorrhage, weight increased and vaginal bleeding to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: satisfactory placement and full occlusion of tubes. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: pfs received- new events nickel jewelry, abnormal bleeding (vaginal) and pelvic pain were added. Event onset date was added. The outcome of event dyspareunia and rash were updated from unknown to recovered. Concomitant drugs and medical history added. Reporter¿s information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain. A laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy was performed around 5 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since a surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("heavy menstruation") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal pain, menorrhagia and weight increased outcome was unknown. The reporter considered abdominal pain, menorrhagia and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2011: hysterosalpingogram result was satisfactory placement and full occlusion of tubes. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain. A laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy was performed around 5 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since a surgical intervention was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.